Event description:
It was reported that pump experienced malfunction that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer is in process of obtaining new tandem pump. Customer planned to use multiple daily injections as backup insulin therapy.